Event description:
Allegedly patient was in clinic for 6 month follow up and when she arose from chair, she twisted her knee and partially fell. This resulted in an mcl rupture. Action taken included surgical polyvinyl exchange with revision of femoral component.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00294.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly patient was in clinic for 6 month follow up and when she arose from chair, she twisted her knee and partially fell. This resulted in an mcl rupture. Action taken included surgical polyvinyl exchange with revision of femoral component.